Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported in the podcast "the murmur pod", a general comment was made on a device malfunction of the mitraclip in reference to the clip opening while locked. The commentators, who are physicians, expressed a tone of dissatisfaction with the performance of the device. Per the physicians, the clip is not "settling" and there is an issue with the lock failing that causes the clip to open. There was no reference to a specific case. There was no allegation of patient harm.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on a podcast and no lot information was provided. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined as this was a general comment and not on a specific case. There is no indication of a product quality issue with respect to manufacture, design, or labeling.